Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced dizziness and syncope. High right ventricular and right atrial threshold measurements were noted. It was reported the patient has complete heart block and had unipolar leads implanted with this device. An invasive procedure was performed and this device was explanted. A new device was successfully implanted with bipolar leads. No additional adverse patient effects were reported.